Event description:
It was reported that during a hartman reversal procedure, the device was being used on case when they clamped device closed on bowel tissue and device would not open. They had to cut around device to remove from tissue. There was a minimal amount of tissue removed. The case was completed with another device of the same product code. There were no patient consequences. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.